Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, at approx 8:00 pm (pacific time) the lay patient contacted lifescan (lfs) alleging the sample would not draw into her one touch ultra test strips. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said the product issue began on one day earlier at 9:30 pm (eastern time). At an unidentified time after the product issue began, the pt had tingling fingers and blurry vision. The pt took no diabetes treatment action and received no medical intervention because of the product issue. The cca noted that the sample did not draw into the test strip. The pt's meter and test strips were replaced. The complaint was reported because the pt alleged she was unable to test with the lfs product. After the product issue began, she said she experienced blurry vision, a typical symptom of hyperglycemia.